Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the inflatable penile prosthesis (ipp) was not working as expected. A revision surgery was performed and inspection revealed that there was a crack in the pump connection tube. Therefore, the pump was replaced. The cause of the crack in the pump connecting tube was not disclosed in detail by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific concludes that the reported tube crack could not be confirmed as the tube was cut down; however, analysis identified that the pump did not pass valve deactivation testing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump was functionally tested and did not pass valve deactivation testing. Product analysis was unable to confirm the reported allegation related to a hole/perforation. The observed valve deactivation issues were determined to be the most probable cause of the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the surgery because the inflatable penile prosthesis (ipp) was not working was expected. A revision surgery was performed and inspection revealed that there was a crack in the pump connection tube. Therefore, the pump was replaced. The cause of the crack in the pump connecting tube was not disclosed in detail by the hospital. The patient had a stable outcome.